Event description:
Ge preventive maintenance checks discovered there may have been installation error by omitting 4 screws in the mounting kit. Our biomedical technician checked and the screws were installed. The manufacturer prompted the visual examination. No patients or staff were harmed.